Event description:
The customer obtained a non-reproducible, higher than expected, vitros trop I es results from a single patient sample (0.06 ng/ml) processed on the vitros eci immunodiagnostic system. The same sample was retested and the repeat result obtained (<0.012 ng/ml) was believed to be the accurate results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was reported outside of the laboratory, however, a corrected report was sent to the physician, and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated trop I es result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined; however, improper pre-analytical sample processing (centrifugation) and pre-analytical sample contamination cannot be ruled out as having contributed to the event. The sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, dried fluid was found on the customer's sample processing trays, and the customer does not use clean gloves when loading sample tips onto the sample processing trays. Either of these conditions could potentially be a source of sample contamination. There was no indication that the vitros tropi es reagent or the eci system malfunctioned.